Event description:
It was reported that a spectrum iq infusion pump over infused during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "delivering over set vtbi" was not reproduced due to clean load point 2. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause could no be determined however, the pressure plate set up and m2/m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.